Manufacturer narrative:
The device was received for evaluation. During evaluation, the device reproduced error code 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.